Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a cable issue. There was no reported patient involvement.

Manufacturer narrative:
Statement of the reported problem: this report is based on information provided by philips remote service personnel. And has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that customer has requested philips to check the ECG cable. There was no patient involvement. Confirmation: based on the information available and the testing conducted. There was no system malfunction. However, ECG cable is found expired. Further action decision: based on the information available. Philips technician advised, customer to replace the ECG cable. Risk analysis: a review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements, per the post market surveillance and risk management processes. Closure & product disposition: the device was operational, as per manufacturer's specifications. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened.